Manufacturer narrative:
An event regarding a size/fit issue involving a triathlon stem extender was reported. The event was not confirmed. Method and results: product evaluation and results: visual, material, dimensional and functional inspections were not performed as no products were returned. Clinician review: not performed as no medical records were provided for review. Product history review: a review of product history review indicated all products were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: there have been no other events for the lot referenced. Conclusion: the event could not be confirmed as the product was not returned and product inspection could not be performed. The exact cause of the event could not be determined because insufficient information was provided. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During triathlon¿s ts implanting operation, the offset after tibia size determination (# 2) was measured. The offset is determined at 6 o'clock in 11 o'clock direction. Tried to fix the tibial template with a pin and pull out the trial of the stem and it interfered with the tibial template and it did not escape. In the manual also # 1 to # 3 the offset was written up to 6 mm and confirmed with the staff on the spot, but still interfered. Since it cannot be helped, the final position of the tibial was marked in the template, punctured the pin of the tibial template that positioned with great difficulty, pulled out the stem trial first and proceeded to the next step. After the operation I got instruments and got an offset of 6 mm against the # 2 tibial template and I could not get out of the stem trial. It is a situation where it gets out while interfering with # 3.

Manufacturer narrative:
Upon review, h1 was noted incorrect. This report is to correct h1. H3 other text : device not returned.

Event description:
During triathlon¿s ts implanting operation, the offset after tibia size determination (# 2) was measured. The offset is determined at 6 o'clock in 11 o'clock direction. Tried to fix the tibial template with a pin and pull out the trial of the stem and it interfered with the tibial template and it did not escape. In the manual also # 1 to # 3 the offset was written up to 6mm and confirmed with the staff on the spot, but still interfered. Since it cannot be helped, the final position of the tibial was marked in the template, punctured the pin of the tibial template that positioned with great difficulty, pulled out the stem trial first and proceeded to the next step. After the operation I got instruments and got an offset of 6mm against the # 2 tibial template and I could not get out of the stem trial. It is a situation where it gets out while interfering with # 3.